Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Additional information was requested but no additional product/patient information is available. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: february 10, 2016, (B)(4).

Event description:
It was reported that an aquacel ag surgical cover dressing was over-filled with wound drainage after being placed over a surgical incision from a total hip replacement; the patient had been home from the hospital for 2 (two) days. The patient went to see the orthopedic surgeon in his office where the surgical incision was washed out and the patient was placed on antibiotics. There was no additional information provided regarding the wound wash or the antibiotics that were prescribed, in addition, no information was provided regarding the current condition or prior medical history of the patient.